Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implant date (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically low p waves, and at times unable to determine any p-waves, were noted on the right atrial (ra) lead. High atrial thresholds were also noted the lead remains in use. No patient complications have been reported as a result of this event.